Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 17.2 mmol/l (310 mg/dl), while wearing the pod between 37 and 48 hours on the arm. They reported noticing the pink slide insert had not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. As treatment, insulin was manually administered via insulin pens.

Manufacturer narrative:
The device had the cannula assembly fully deployed, and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 3094 pulses. No damages or defects were observed that would result in a needle mechanism failure.